Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a complete break at 51 cm distal to the strain relief. Multiple hypotube kinks were also identified. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 26feb2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified, 36mm in length left anterior descending artery with a vessel diameter of 2.6mm. A 2.50 x 38 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a complete break at 51 cm distal to the strain relief of the hypotube.